Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the flow sensor assembly was replaced in the hospital's equipment department, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during pre-use inspection, the device started normally, but after it was powering on for ventilation, a low tidal volume alarm error appeared. The staff promptly reported the issue to the hospital equipment department and notified the maintenance team for repairs. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that during pre-use inspection, the device started normally, but after it was powering on for ventilation, a low tidal volume alarm error appeared. Investigation is ongoing.